Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the femoral canal was initially prepared using a 14 mm arcos rigid reamer, followed by reaming to 15 mm with semi-flexible guides. Based on this preparation, a 14 mm arcos-eto stem was selected for implantation. However, after multiple insertion attempts and additional reaming to 15.5 mm with the semi-flexible guides, the stem could not be fully inserted. Continued impaction created a risk of femoral fracture. It was concluded that the stem diameter did not correspond with the labeled specification, and the decision was made to change the implant to a 14 mm sts stem.

Manufacturer narrative:
(B)(4). D10: unknown reamer unknown. G2: foreign: mexico. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.